Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test and sensor failed test. Found two of three sensors broken with missing parts. Analysis was unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that they received calibration not accepted and change sensor alerts. The customer was assisted with change sensor troubleshooting. Customer's blood glucose level was 303mg/dl at the time of the incident. The alarms were verified in the history. Customer stated that the sensor alert occurred after a second consecutive calibration not accepted alert was received. The customer was advised to remove and change the sensor. The sensor was returned for analysis.